Manufacturer narrative:
Alleged failure: ablation wouldn¿t work, swapped during case visual inspection: the crossfire 2 console was received with the warranty seal broken. No external damages were noticed. Functional inspection: software version: r.1.1.10. A shaver handpiece, rf probe, and footswitch were connected to the console. The rf probe was non-functional. A known good power board was installed and had rf probe functionality. The power board has blown surface mount capacitors. The root cause is the power board. The failure(s) identified in the investigation is consistent with the complaint record. Reportability decision was checked for consistency. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ablation wouldn't work.

Event description:
It was reported that the ablation wouldn¿t work.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.